Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include 4193, 2188, and 2187 leads. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: sheathless implantation of permanent coronary sinus-lv pacing leads. Pace 2006;29:117-123.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that during the implant procedure patients experienced perforation and tamponade as well as lead dislodgements. It was additionally reported that there were lead dislodgements and loss of pacing thresholds during follow up. The status of the leads is unknown. Further follow up did not yet yield any additional information.